Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they exposed the insulin pump to moisture. Customer reported going into the pool while connected to the insulin pump. Customer stated they received a battery out limit alarm. Customer's blood glucose was 480 mg/dl at the time of incident. Customer was able to treat their blood glucose manually. The customer also reported they were unable to clear the battery out limit alarm they received. The customer's blood glucose was 391 mg/dl at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.